Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrogram revealed noise on the right atrial lead which was consistent with an outside electromagnetic interference source. The noise was reproducible with arm movement. No intervention was performed. The patient would continue to be monitored.